Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and an unknown mesh was implanted. It was also reported that on (B)(6) 2012, the patient underwent another procedure and boston scientific lynx implanted. Additionally, it was referenced that the patient underwent a procedure on (B)(6) 2009 and was implanted with ams monarc and ams elevate. It was further reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.